Event description:
The customer reported an issue with the display of their pump, which affected their ability to interact with the device. There was no adverse impact on the customer's blood glucose levels. Technical support resolved the problem by arranging to send a replacement pump with updated software to the customer, who opted to use multiple daily injections as a backup therapy for insulin delivery. The customer was instructed to store the problematic pump, send it back using a pre-paid ups label within ten days, and was provided with instructions for using the replacement pump.